Event description:
It was reported, "the patient's condition sharply deteriorated the end of laparoscopic operation. So the surgeon changed to laparotomy stoma. During creation of an artificial anus(the large intestine), the electrode blazed. The patient had a high blood oxygen level, however, it was same as cardiac surgery. Output level: 30-40w. Other device: biventricular assist device. The pencil and ground pad were discarded." This was reported to our (B)(4) distributor (B)(4). Incident occurred at (B)(6) hospital and fatality occurred due to post-operative complications that were believed to be caused by intraoperative burns that occurred during surgery. A valley lab brand esu was utilized for the procedure. Conmed's pencils and ground pads were used but had been discarded by the hospital and were not available for evaluation. As this incident cannot be demonstrated to determine a fault or link to any given malfunctioning device, jmc position was to report it as a standard incident per established protocol which involved our pencil and ground pad.

Manufacturer narrative:
The goldline push button electrosurgical pencil with 1" blade is a single use electrosurgical handpiece designed to be utilized as an accessory in conjunction with the electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. This was reported to our (B)(4) distributor. Incident occurred at (B)(6) hospital and fatality occurred due to post-operative complications that were believed to be caused by intraoperative burns that occurred during surgery. A valley lab brand esu unit was utilized for the procedure. Conmed's pencils and ground pads were used but had been discarded by the hospital and were not available for evaluation. A DHR / lhr, device history record / lot history record, review was not accomplished as the lot number of the device was not made available. The complaint device was not available for evaluation. The device was discarded by the end-user facility; therefore, an evaluation of the device is not possible. Per the device IFU, instructions for use, under the section titled contraindications, it states, "this device should never be used when: in the presence of flammable gases, flammable prep solutions or drapes, ..." The aorn (association of perioperative registered nurses) perioperative standards and recommended practices, recommended practices for electrosurgery, recommendation vi, reads: "the active electrode should be used in a manner that minimizes the potential for injuries. ... The active electrode should not be used in the presence of intestinal gases. These gases contain hydrogen and methane, which are highly flammable. Fires and patient injuries have occurred." It was reported that, "the patient's condition sharply deteriorated the end of laparoscopic operation. So the surgeon changed to laparotomy stoma. During creation of an artificial anus(the large intestine), the electrode blazed. The patient had a high blood oxygen level, however, it was same as cardiac surgery. Output level: 30-40w. Other device: biventricular assist device. The pencil and ground pad were discarded." A possible cause of the reported incident could be that the electrosurgical pencil was utilized in the presence of highly flammable gases. The reported incident stated, "during creation of an artificial anus(the large intestine), the electrode blazed." The electrosurgical pencil was being utilized in the presence of intestinal gases, hydrogen and methane. This is both contraindicated in conmed's IFU for the device and in the aorn, perioperative standards and recommended practices. Without examination of the actual device, there is no conclusive proof that the suspect device failed to meet specifications during the procedural treatment of the patient. The suspect device is not conclusively at fault for the incident, the incident is most probably caused by use related error as the device was utilized in the presence of highly flammable gases. The complaint investigation has not identified a manufacturing or component defect and the resulting death is most probably use related; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed.